Event description:
During course of therapeutic apheresis instrument stopped and alarmed - returned pump not stopping. System failure unable to rinse back pt's blood - extracaporeal blood. Technical service called (B) (4) and identified that they had several other reports of this error and believed it was a result of some modification they have made internally to the instrument. A 500 ml 5% albumin had to be wasted as did the blood that was in the circuit of the instrument. Procedure was delayed until new instrument was obtained.